Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, ultimed bros3, guide cath: profit jr3.5. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information: after use of the 2.0x12mm trek rx dilatation catheter, a 1.2x6mm trek rx dilatation catheter was used to inflate the distal edge of implanted xience prime stent. There was no report of a clinically significant delay in the procedure and no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a mini trek rx balloon dilatation catheter (bdc) was pre-soaked and prepared outside the patients anatomy per the instructions for use. During the stenting procedure in a non-tortuous, moderately calcified, concentric, de novo, 100% stenosed, below a bifurcation lesion in the posterior descending (pd) right coronary artery (rca), a non-abbott guide wire was advanced but did not cross the lesion. Reportedly, there was resistance felt with the anatomy during removal of the non-abbott guide wire. Another non-abbott guide wire was advanced to cross the lesion. During pre-dilatation, a mini trek rx bdc was advanced to the lesion over the non-abbott guide wire without resistance and the middle part of the pd artery was dilated three times (8 atmospheres for 10seconds, 15 atmospheres, and 14 atmospheres for 20 seconds). During removal of the mini trek rx bdc, resistance was felt with the anatomy. A xience prime stent was implanted and the mini trek bdc was advanced again for additional dilation. On advancement, heavy resistance was met at the distal part of the balloon as the guide wire entered the guide wire lumen of the mini trek rx bdc. Although heavy resistance was noted, the device was advanced to the lesion and dilatation was done successfully. There was no report of a clinically significant delay in the procedure and no adverse patient effect. There was no additional information provided.